Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the percutaneous lead exit site was red and producing secretions. A swab culture showed enterobacter cloacae complex. The infection was treated with frequent dressing changes with aseptic agents, as well as antibiotics. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and it was noted that (B)(6) failed hq test for high power at 3000, 6000, and 9000 rpm. The rotor was suspected to be the point of cause for failing the hq test. A rework action was initiated which consisted of issuing, installing, and testing (B)(6) with a new rotor. (B)(6) passed testing with the new rotor on (B)(6) 2016. No other deviations from manufacturing or quality assurance specifications were noted. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.